Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon with the proximal end of the stent resting at the port area. The middle section of the stent was stretched. One strut on the 1st row from the distal end of the stent was raised. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was stretched, holes were visible at the distal end of the tip. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The device was returned with a pig-tailed mandrel inserted, which could not be removed from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18jan2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the brachial artery. The concentric target lesion was located in the severely tortuous and non-calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown balloon and the 3.50x38mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with different unknown stent. There were no patient complications reported and the patient status is stable. However; analysis revealed tip damage and stent was dislodged from the balloon and was damaged.